Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. An attempt to transfer from one aic to another. The white cable was plugged into ic2553 but the screen that normally pops up with restart pump option never did. Patient became unstable before being able to attempt again. Additional information noted that the care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The product was returned, and the optical signal issue was confirmed. The cause of the automated impella controller (aic) issue was a defective impellatronics board. The pump detection issue was most likely due to the rarely occurring epm crystal issue. The impellatronic pca does not have permanent damage, but this intermittent pump detection failure occurs infrequently and already has a sw mitigation in place. This report is being filed as part of a retrospective review of historical records.